Event description:
Complainant alleged that while attempting to defibrillate a pt. After charging the device, the device internally dumped the energy. The clinician switched to manual mode to defibrillate the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.